Event description:
The st. Jude medical representative reported that the patient received inappropriate shock due to noise on the pace/sense connection of the lead. A decrease in r-wave amplitude ad high pacing threshold with no capture was also observed. A new pace/sense lead was implanted and this sp02 lead was maintained for defib.